Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial report, with additional device evaluation results inadvertently left off. The device was returned and evaluated and error e226 was identified in the error log. In addition, the following non-reportable phenomena were identified: noise occurred in image and error e216. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to determine the cause of the indicated phenomena (no image and e216). It is likely that an abnormality occurred when the communication between the endoscope and this product occurred, resulting in an image abnormality and an error. However, the cause of the communication abnormality could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the visera elite ii video system center, a noisy image (described as a sandstorm) occurred when the ltf-s190-5 was attached. The device was reconnected, and the image returned but then later blacked out after a few minutes. The issue occurred during a total hysterectomy therapeutic procedure that was completed with a similar device. There were no reports of patient harm. Related patient identifiers: (B)(6), (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; no blackout or noise occurred during evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.